Event description:
It was reported that prior to pvi ablation procedure, cardiac perforation and cardiac tamponade were noted. On (B)(6) 2017 procedure was performed to address tamponade; large pericardial effusion was observed. The lead and associated system were explanted. It was noted that there are no plans to reimplant. The patient was discharged the following day and would continue to be monitored.